Manufacturer narrative:
H10: it was not possible to retrieve further information from the customer, such as current patient status, any evidence of the event or product lot number. Device su-29602 is indicated for use to remove excess fluid from the surgical field. Instructions for use of product reports following message "warning: suction tip requires monitoring and adjustment to assure safe positioning for proper drainage". The disconnection is between tip connector and tubing, that are uv adhered in manufacturing. During internal investigation, weak design of the joint between tubing and connector was determined to be the root cause of the reported issue, as it does not allow optimal uv bonding. Livanova launched a CAPA. The risk is in the acceptable region. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova USA has received a report that a surgery was performed on a patient on either on (B)(6) 2024. The patient came back into the hospital and the hospital staff believe the tip of a su-29602 sump broke off and was left in the patient. Hospital staff do not believe the tip is inside the heart and are currently weighing decisions on next steps. Lot number not known. Patient conditions have not been disclosed.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. D.4. The lot of the complained sump is unknown. Therefore also exp date and UDI are unknown. H.4. The lot of the complained sump is unknown. Therefore also mfg date is unknown. H.10. Livanova USA manufactures the suction products, sumps, atrasump. The incident occurred in USA. Despite several attempts, no other information has been received. Livanova is following up with the customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: through follow-up communication with the patient, livanova learned that the surgery occurred on (B)(6) 2024 and that the cannula's tip is now lodged in the patient's right chest near the 4th thoracic vertebrae. Investigation conclusions remain unchanged. Also, the correct event date (surgery date) has been provided and updated in the dedicated b.3 section.

Event description:
See initial report.

Manufacturer narrative:
H11: additional information received was the lot number of device involved: 2403000083. Device history record of produced lot did not reveal any deviation or non-conformity.